Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the cleaning disinfection and sterilization (cds) processes for duodenovideoscope were not properly implemented because the connecting tube (maj2358) was not used during cleaning with the endoscope reprocessor. The issue was found with the reprocessing process, and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was likely that the connecting tubes were not attached to the device because the user had not thoroughly read the instruction manual. The instruction manual described that all connecting tubes should be attached to the device to implement cleaning/disinfection. The event can be prevented by following the instructions for use which state: the oer-5 instruction manual operation manual ¿chapter 4 basic endoscope reprocessing operations, 4.7 connecting tube installation¿ describes the following warning. Attach all of the connecting tubes specified according to the type of the endoscope. Olympus will continue to monitor field performance for this device.